Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt had been experiencing fluctuations in power, pump speed and flows. The pt was taken to the catheterization lab where dye was injected and it was noted that the dye did not exit the left ventricle (lv) via the pump. The hosp clinical placed a vascular catheter into the outflow graft near the aortic anastamosis site and injected dye into the distal end of the graft noting that the dye only traveled "about an inch" down the graft. A decision was made by the hosp to re-operate on the pt in order to perform a chest exploration and found that the device had migrated laterally from the initial implant position. When the ventricle was lifted and the device repositioned, the lv unloaded, cv reduced and the device parameters returned to normal. The vad coord reported that they were able to wean some vasoactive medications and that the pt was in ICU and would be observed for neurol status.

Manufacturer narrative:
The vad coord reported that the pt "never really woke up" after the event and the family requested support be withdrawn. The explanted device was returned to the MFR and it was dynamically tested under various loaded conditions using a mock circulatory loop and was found to operate as intended. Examination of the device did not reveal any anomalies or depositions on the smooth and textured blood contacting surfaces that would affect the functionality of the device. A review of the device history record revealed the device met all applicable specs. Based on the eval of the device and info provided to the MFR, it appears that the cause of the low flow condition was due to the lateral movement of the pump from the initial implant position, which caused the inlet cannula to shift and contact the wall of the left ventricle. No further info is available. The MFR is closing its file on this event.